Manufacturer narrative:
Based on the claim against the product by the customer noting would not apply the clips, an investigation was completed to determine the cause of this reported event. The clip applier instrument was analyzed and the failure analysis investigation confirmed/replicated the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem- o- lok- clip applier instrument would not apply the clips. The procedure was completed with no reported injury.